Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5.1 and 5.2 failed to detect on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer fse found that drawer 2.1 cubie e1 could not recover because the cubie was not present. The drawer was tested in diagnostics and showed no errors. The customer inserted a new cubie into the open slot, and the application recognized it and removed the old entry. The customer then loaded medication into the new cubie without any issues. The system functioned as intended after the field service engineer resolve the issue.